Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on her right and left hip on or about (B)(6) 2009 (date of implant was taken from invoices, not litigation). Patient has excessive levels of chromium and cobalt in her blood stream. She has not yet scheduled an explantation of the asr hip implants. Update: brief revision operative report for left hip received (B)(6) 2013, indicating patient was revised due to black metal stained capsule and synovial fluid with synovitis. The information received does not change the MDR decision. Update: medical records received (B)(6) 2013 for right hip. Revision operative report for right hip indicates the following: pain; continual increase in metal ions; 120 milliliters of black murky fluid; capsule and synovium were stained metal debris; corrosion. Adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.